Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that heart failure occurred. A left atrial appendage closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted on march 11, 2026. During the same procedure, the patient also underwent a farapulse pulsed field ablation. The patient was discharged from the hospital on (B)(6) 2026. On (B)(6) 2026, the patient returned to the hospital with fluid retention. The patient presented with a reported weight increase of approximately 25 pounds compared to the previous day. The patient was admitted with a diagnosis of acute on chronic heart failure. Treatment included diuretic therapy, and the patient was discharged from the hospital on (B)(6) 2026. At the time of this report, the patient was recovering and was taking a half dose of the direct oral anticoagulant eliquis. A follow up transesophageal echocardiography with the physician was scheduled for (B)(6) 2026. No additional information was provided.